Manufacturer narrative:
(B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4). Results of investigation: the customer sent the user interface module (uim) to carefusion for the repair and evaluation. The (uim) was evaluated and repaired by the carefusion service group. The service group routed the suspect control board of the uim to carefusion's failure analysis lab where a failure investigation performed thermal stress, circuit freeze testing and multiple power on cycles to the suspect control board. The failure analysis lab was unable to duplicate the reported issue from the customer and no root cause could be determined.

Event description:
The customer reported the touchscreen on this avea ventilator becomes distorted after it has been on for a while during operation. The customer stated that this unit was not on a patient.